Event description:
It was reported that a patient who had left rtsa, underwent a revision procedure approximately 3 years 9 months post the initial procedure. The revision was due to poly disassociation. The liner and tray were revised. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. It was disposed of by the hospital. No device images were provided. No further information. This is 1 of 2 reports for this event.